Event description:
Initial assessment identified an increased intra-peritoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 5. The fill volume was 2000ml and the total drain volume was 3620ml. This drain volume meets iipv criteria. Product surveillance followed up (B)(6) 2010 with the peritoneal dialysis (pd) nurse who reported the hp continues to perform pd therapy using a cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.